Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurring failures for the dexcom g7 to maintain pairing and transmit glucose data to the ilet, while glucose readings remained available in the dexcom mobile app; prior restarts restored function only temporarily, and a replacement ilet was shipped. Symptoms included no reported adverse physiological effects. Outcomes included no reported impact on health and no medical intervention. Investigation included review of user reports and product replacement with return of the original unit. Investigation of this case revealed a device communication issue between the cgm and the ilet. It was concluded that the ilet exhibited a recurring cgm communication malfunction and was replaced.